Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Medwatch reference number: mw5100844.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. Post-procedure, the patient noted that the patient experienced a blood clot from the procedure causing swelling and pain. The patient was given medication to prevent further blood clotting. The patient condition was unknown.